Event description:
It was reported that the patient was being treated for staphylococcus aureus and e. Coli infections which were tested positive respectively via blood and urine cultures. The patient was also being treated for sepsis. Patient status was unknown.

Event description:
New information received indicates that the patient was being treated for staphylococcus aureus and e. Coli infections which were tested positive respectively via blood and urine cultures. The patient was also being treated for sepsis. Patient status was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicates that the patient was being treated for infections. Patient status was unknown.